Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Before decontamination process, visual inspection was performed. The distal end stretched, the distal end kinked and bent at 251.2cm from the proximal end to distal end; and jumped coils at 237.6cm and at 238.5cm from the proximal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during coronary intervention the wire got stuck and peeling was noted. Access was obtained via left common femoral artery trying to go to the left common illiac artery. The amplatz guide wire got stuck when they pulled it back to the previous position. The doctor pulled out the entire sheath system in order to remove the wire with no issue. The physician looked at the guide wire and noticed that the wire had "a little bump and the coating was almost pulled back a little bit". The physician inserted another new sheath and used a non-bsc guidewire to complete the procedure. No patient complications were reported and the patient's condition is fine.

Event description:
It was reported that during coronary intervention the wire got stuck and peeling was noted. Access was obtained via left common femoral artery trying to go to the left common iliac artery. The amplatz guide wire got stuck when they pulled it back to the previous position. The doctor pulled out the entire sheath system in order to remove the wire with no issue. The physician looked at the guide wire and noticed that the wire had "a little bump and the coating was almost pulled back a little bit." The physician inserted another new sheath and used a non-bsc guidewire to complete the procedure. No patient complications were reported and the patient's condition is fine.

Manufacturer narrative:
(B)(4).